Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced issues with four infusion sets on (B)(6) 2025. The infusion set tubing became detached. At the time of the event, the patient was taking a shower. The site of insertion was left abdomen. The detachment occured at the quick release (qr). No further information available.